Event description:
Related to MFR report #2183959-2010-00296; #2183959-2010-00297. On (B)(6) 2006, the pt had a cystocele repair with a transobturator tape utilizing a "monarch" synthetic graft. Pt claims that after and as a result of, the implantation she has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue dyspareunia and has sustained permanent injury. The pt had several revision surgeries of the apogee and perigee grafts implanted concomitantly with the "monarch" graft. Info was not provided regarding the relationship of the "monarch" graft to the following procedures. On (B)(6) 2007: pt complained of "pain in buttock; sharp shooting pain in vagina." Subsequently, she also complained of "pulling," pain with sitting and it is "impossible to have intercourse." On (B)(6) 2007: examination reveals the right apical wing of the mesh pulled very tightly and palpable at the vaginal apex as well on the rectal examination. In the anterior vagina, there was severe bunching of the vaginal mucosa and underlying was a very hard mass in the mid portion of the vagina. After this was exposed by opening the anterior compartment, a rock-hard bunching of the mesh was encountered and excised. On (B)(6) 2007: pt had persistent pelvic pain after those procedures. A large amount of mesh had been resected and the symptoms improved, but she developed dyspareunia and pain. Pt also noticed increase in prolapse since the mesh had been removed. There was a very small erosion in the anterior vaginal compartment with visible mesh coming through the erosion, but this was only about 3 mm. After the repair, there was no erosion noted and she had good mobility of the vaginal mucosa over this area. On (B)(6) 2008: pt had total laparoscopy hysterectomy. On (B)(6) 2009: "chronic pelvic pain: all of this is secondary to the mesh and the majority of her symptoms now come from the right buttocks where that mesh goes through the ischiorectal fossa and close to the right pillars. She does not desire any further surgical approach at this point."